Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), uterine perforation ('uterine perforation/device expulsion/right tubal coil in uterine myometrium.'), device expulsion ('device expulsion/right tubal coil in uterine myometrium.') And device breakage ('consists of multiple places of metallic material') in an adult female patient who had essure (batch no. 82729,828814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, abdominal pain, right lower quadrant pain, nausea, muscle spasm, hemoperitoneum and pelvic pain. Previously administered products included for an unreported indication: zofran, toradol, vicodin, cipro and doxycycline. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and psychological trauma ("psychological trauma"). The patient was hospitalized from (B)(6) 2008. The patient was treated with surgery (hysterectomy with right tube coil removal, salpingectomy - right on (B)(6) 2008, right tube coil removal, salpingectomy - right on (B)(6) 2008, right tube coil removal, salpingectomy - right on (B)(6) 2008, salpingectomy-left on (B)(6) 2008 and surgical removal of coils, salpingectomy - unilateral). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain had resolved and the uterine perforation, device expulsion, device breakage and psychological trauma outcome was unknown. The reporter considered device breakage, device expulsion, pelvic pain, psychological trauma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2008: left ovarian cyst and pelvic free fluid. Pathology test - on (B)(6) 2008: part 1 labeled "left fallopian tube" is received in formalin and consists of a segment of fallopian tube, which is hemorrhagic, and measures 2.5 x 0.8 cm with attached apparent blood measuring 2.5 x 1.5 x 0.5 cm. No fimbriated end is noted grossly. The fallopian tube segment is serially sectioned perpendicular to the long axis and entirely embedded in 1a. The attached soft tissue and separately submitted tissue is submitted entirely in 1 band 1 c. . Part 2 labeled "left ovarian cyst" is received in formalin and consists of an irregularly shaped · fragment ·of light purple to pink soft tissue measuring 3 x 1.5 x 0,3 cm, which is serially sectioned, and entirely embedded in one cassette; on (B)(6) 2008: specimen #1 is received in formalin labeled as "right tubal coil" and consists of multiple places of metallic material. No tissue is identified. Gross only. Specimen #2 is received in fo rmalin labeled as "right fallopian tube segment" and consist~ of a segment of fallopian tube measuring 1 cm in length and 0.3 cm in diameter. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received: event consists of multiple places of metallic material added and made medical significant and intervention required due to surgery." Reporter, lot number, medical history and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), uterine perforation ('uterine perforation/device expulsion/right tubal coil in uterine myometrium.'), device expulsion ('device expulsion/right tubal coil in uterine myometrium.') And device breakage ('consists of multiple places of metallic material') in an adult female patient who had essure (batch no. 82729,828814-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, abdominal pain, right lower quadrant pain, nausea, fallopian tube spasm, hemoperitoneum and pelvic pain. Previously administered products included for an unreported indication: zofran, toradol, vicodin, cipro and doxycycline. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and psychological trauma ("psychological trauma"). The patient was hospitalized from (B)(6) 2008 to (B)(6) 2008. The patient was treated with surgery (hysterectomy with right tube coil removal, salpingectomy - right on (B)(6) 2008, right tube coil removal, salpingectomy - right on (B)(6) 2008, right tube coil removal, salpingectomy - right on (B)(6) 2008, salpingectomy-left on (B)(6) 2008 and surgical removal of coils, salpingectomy - unilateral). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain had resolved and the uterine perforation, device expulsion, device breakage and psychological trauma outcome was unknown. The reporter considered device breakage, device expulsion, pelvic pain, psychological trauma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2008: left ovarian cyst and pelvic free fluid. Pathology test - on (B)(6) 2008: part 1 labeled "left fallopian tube" is received in formalin and consists of a segment of fallopian tube, which is hemorrhagic, and measures 2.5 x 0.8 cm with attached apparent blood measuring 2.5 x 1.5 x 0.5 cm. No fimbriated end is noted grossly. The fallopian tube segment is serially sectioned perpendicular to the long axis and entirely embedded in 1a. The attached soft tissue and separately submitted tissue is submitted entirely in 1 band 1 c. . Part 2 labeled "left ovarian cyst" is received in formalin and consists of an irregularly shaped · fragment ·of light purple to pink soft tissue measuring 3 x 1.5 x 0,3 cm, which is serially sectioned, and entirely embedded in one cassette; on (B)(6) 2008: specimen #1 is received in formalin labeled as "right tubal coil" and consists of multiple places of metallic material. No tissue is identified. Gross only. Specimen #2 is received in fo rmalin labeled as "right fallopian tube segment" and consist~ of a segment of fallopian tube measuring 1 cm in length and 0.3 cm in diameter. Lot numbers reported (82729,828814) are not valid. Most recent follow-up information incorporated above includes: on 16-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), uterine perforation ('uterine perforation/device expulsion/right tubal coil in uterine myometrium.'), device expulsion ('device expulsion/right tubal coil in uterine myometrium.') And device breakage ('consists of multiple places of metallic material') in an adult female patient who had essure (batch no. 82729,828814-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, abdominal pain, right lower quadrant pain, nausea, fallopian tube spasm, hemoperitoneum and pelvic pain. Previously administered products included for an unreported indication: zofran, toradol, vicodin, cipro and doxycycline. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and psychological trauma ("psychological trauma"). The patient was hospitalized from (B)(6) 2008 to (B)(6) 2008. The patient was treated with surgery (hysterectomy with right tube coil removal, salpingectomy - right on (B)(6) 2008, right tube coil removal, salpingectomy - right on (B)(6) 2008, right tube coil removal, salpingectomy - right on (B)(6) 2008, salpingectomy-left on (B)(6) 2008 and surgical removal of coils, salpingectomy - unilateral). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain had resolved and the uterine perforation, device expulsion, device breakage and psychological trauma outcome was unknown. The reporter considered device breakage, device expulsion, pelvic pain, psychological trauma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2008: left ovarian cyst and pelvic free fluid. Pathology test - on (B)(6) 2008: part 1 labeled "left fallopian tube" is received in formalin and consists of a segment of fallopian tube, which is hemorrhagic, and measures 2.5 x 0.8 cm with attached apparent blood measuring 2.5 x 1.5 x 0.5 cm. No fimbriated end is noted grossly. The fallopian tube segment is serially sectioned perpendicular to the long axis and entirely embedded in 1a. The attached soft tissue and separately submitted tissue is submitted entirely in 1 band 1 c. . Part 2 labeled "left ovarian cyst" is received in formalin and consists of an irregularly shaped · fragment ·of light purple to pink soft tissue measuring 3 x 1.5 x 0,3 cm, which is serially sectioned, and entirely embedded in one cassette; on (B)(6) 2008: specimen #1 is received in formalin labeled as "right tubal coil" and consists of multiple places of metallic material. No tissue is identified. Gross only. Specimen #2 is received in fo rmalin labeled as "right fallopian tube segment" and consist~ of a segment of fallopian tube measuring 1 cm in length and 0.3 cm in diameter. Lot numbers reported (82729,828814) are not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), uterine perforation ('uterine perforation') and device expulsion ('device expulsion') in a female patient who had essure (batch no. Ess305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and psychological trauma ("psychological trauma"). The patient was treated with surgery (surgical removal of coils, salpingectomy - unilateral). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain had resolved and the uterine perforation, device expulsion and psychological trauma outcome was unknown. The reporter considered device expulsion, pelvic pain, psychological trauma and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received case became serious incident essure removal date added. Lot number added. Previously reported event injury was replaced with pelvic pain, device expulsion, uterine perforation and psychology trauma. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.